Event description:
The patient had an acl reconstruction using an allograft and 2 milagro bioabsorbable screws on the above date. In 2006, loose screw fragments were identified by an x-ray and confirmed by an MRI scan to be inside the knee joint. The pt had symptoms consistent with a loose body and a second surgical procedure was required a week later, to remove the loose fragments. Although the pt did well after her second operation, I have had numerous other problems with the milagro -depuy/mitek- screw and believe it to be a hazard. Dates of use: 2005 - 2006. Diagnosis or reason for use: acl reconstruction. Event abated after use stopped or dose reduced? Yes.